Manufacturer narrative:
On february 28, 2022, mentor became aware that the patient had undergone bilateral breast implant removal. On march 10, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the date of explantation was on (B)(6) 2022. Reason for device explant and/or reoperation: breast mass.

Manufacturer narrative:
On march 22, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone primary breast augmentation with a (left) 425cc mentor memorygel breast implant and (right) 350cc mentor memorygel breast implant, suffered right breast implant rupture, bilateral breast capsular contractures (baker grade I on the left and baker grade iii on the right), post-procedure. The complications were diagnosed via an MRI. The patient also underwent an ultrasound-guided core needle biopsy on the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.